Event description:
It was reported that the t:slim x2 pump battery would not charge, and the screen was dark and unresponsive. There was no adverse impact on the customer¿s blood glucose level. The customer contacted primary care provider for backup insulin therapy.